Event description:
Films were received and reviewed as follows: review of the films pre-implant show that the proximal neck is straight, the diameter is approximately 24mm at the renals; and 20mm below measures approximately 20-21mm. The 5.5cm aaa contains extensive thrombus; maximum flow lumen diameter is approximately 3.0cm. The distal aorta is small (15x19mm) and calcified, and the iliacs are very calcified and mildly tortuous. Films from the occlusion event were not provided; it is likely that the occlusion was anatomy related.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient presented in the emergency room approximately one month ago with an occluded limb. The patient was treated by placement of a stent and balloon modelling. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (likely anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related).

Manufacturer narrative:
(B)(4)